Event description:
The customer reported the ballon stays inflated and it doesn¿t come back out as ideal as it should during a diagnostic Endoscopic submucosal dissection procedure involving an Olympus Ezdilate Balloon Dilator. There was no delay or patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026, to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.